Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 9/3. A hematoma was noted following the procedure. Heparin drip was restarted. On 9/6 an ultrasound suggested a pseudoaneurysm about 1.5cm. On 9/8 the pt went to or for exploration of groin. Per dr's notes, evacuation of hematoma with femoral nerve compression. On 9/9 pt complained of numbness and weakness in right groin. Diagnosed with right femoral nerve palsy with foot drop due to hematoma dissecting down right femoral nerve sheath. On 9/10 pt's hemaglobin dropped. On 9/11 a computerized tomography scan revealed a possible retro hemorrhage. No further info has been available.